Event description:
A review of the maude database identified the following event. "Two days post-operation, for a minimally invasive esophagectomy with feeding jejunostomy, the bilious drainage was found in patient's chest tube output. The patient was taken to the operating room. It was noted that the j-tube balloon was deflated." No additional information was provided in regards to the patient's status.

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.